Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter: phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment, one unit of polyflux 210h had a dialysate leak from the connection between the port and the "new type of clean coupler (connector)" of another device. The leak occurred when tension was applied to the dialysate tube. There was no patient injury or medical intervention associated with this event. No additional information is available.